Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) would not power a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is complete. The reported problem (will not power a monitor) was confirmed. As received, the batter pack would not power a monitor. Upon evaluation, the pca board and cells were damaged. The cause of the battery pack's inability to power on a monitor is damaged pca and cells. The cause of the damaged pca adn cells was isolated to liquid contamination. The root cause of the contamination was due to an ingress of an unknown contaminant. No adverse event resulted form the defective battery charger/modem.